Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The ccp states that they attached the level sensor to the level sensor pads less than five seconds after the attaching the pads. He also noted that there was a cut in the cable, but was unsure how it happened. The central control monitor (ccm) would not read the sensor and would receive a "level not attached" error message. The fsr spoke with the ccp regarding the reported issue. The MFR has all level sensors quarantined and can not ship direct to the customer. The fsr sent a level sensor (serial number (B)(4)) from his van stock to the ccp. The ccp installed the new level sensor and the unit operated to MFR specifications and was returned to clinical use. The suspect part was returned to the MFR for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the red alarm level sensor was broke. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.